Event description:
Event involved a 4" smallbore quadfuse ext set w/4 microclave®, 4 clamps, rotating luer where the reporter stated that the silicone stuck down for the quadfuse, and one was cracked where the clave bonded with the extension during patient use. It was also stated that the product had been on a patient for six (6) days. It was used to infuse all medications going into the peripherally inserted central catheter (PICC) line which included tpn, lipids, and cafcit, and there was no leaking reported. There was patient involvement, unknown human harm and unknown delay according to the report.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
The reported complaint of a stick down could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. Lot history review was not conducted as a lot number was not provided.

Manufacturer narrative:
G3 - correction to MDR due date.